Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was duplicated the reported phenomenon. Also it was found loosen receptacle of the subject device which occurred image flickering and discoloration happen intermittently. The root causes of the reported phenomena could not be identified. [Consideration] from the following facts obtained in investigation, olympus medical systems corp. (Omsc) presumed that the reported phenomenon was caused by the loosening of the receptacle of the subject device, but the cause of the loosening of the receptacle could not be identified. It was confirmed that it was caused by loosening of the receptacle of the subject device at the inspection of olympus india. There was no description about the cause of loosening of the receptacle. It was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but the field service engineer of olympus (B)(4) went to the user facility and checked the subject device. It was found the video connector pins deformation and rust on the rear panel of the subject device and that the output of the subject device and dust level was high. However, it was found all video output connectors were working fine. There was no physical damage. Then the subject device was returned to olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device flickered and was discoloration, intermittently while the camera cable was moved due to the video connector lock has loosened during routine inspection by the user. There was no patient injury associated with this report.